Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as improper operation. Treatment, patient hospitalization, patient outcome, patient retraining on the proper aseptic technique and action taken with pd therapy were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
Date of event: the event occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.